Manufacturer narrative:
Through the distributor, the end user stated the alleged device was available at their facility. However, the device has not been rec'd for eval as of this date. Several contacts have been made to retrieve the device. No conclusion can be made at this time. We are awaiting return of the device to eval. A supplemental medical device report will be filed with eval results, if the device is returned, and if add'l info is available.

Event description:
A fax was rec'd from a distributor that stated "air entered into the sheath covering the tube during the first aspiration." At this time, add'l info has not been rec'd from the end user to clarify this report. No pt injury or medical intervention were reported. Ballard medical has no first hand knowledge of the allegations but is relaying info rec'd from outside sources pursuant to federal regulations.